Event description:
A ventilator was returned to the distributor for service. There was no allegation of device malfunction. During initial evaluation of the device at the distributor, service required alarm conditions indicating a battery issue and a possible control pressure sensor drift issue was observed. The device¿s sensor board and motor blower were replaced to address the issues.